Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was instructed to remove the pump from its case and clean the pneumatic tap area, which helped resolve the issue. The customer was then able to successfully load the cartridge and resume insulin delivery.